Event description:
Boston scientific received information that this device, which was included in the shortened replacement window advisory (B)(4) 2007 population product advisory was initially communicated on (B)(6) 2007, triggered elective replacement indicator (eri). The current battery voltage was 2.57 volts with an unknown charge time measurement. To date, no adverse patient effects were reported with this clinical observation.

Event description:
The user received questionable creatinine plus generation 2 (creatinine) results for two patient samples. Sample 1 initial result was 3743.2 umol/l and an alarm was issued. The repeat result was a "none remarkable result". No specific data were provided for the repeat result. Sample 2 was from a (B)(6) female. The first sample was drawn from the patient on (B)(6) 2010 the result was 1019.3 umol/l. The result from a second sample drawn from the same patient on (B)(6) 2010 was 64 umol/l and generated a delta check alarm. The physician did not believe the results and both samples were retested. The repeat result for the first sample was 63.5 umol/l. The result from the second sample was 63 umol/l. No adverse events were alleged regarding the events. The creatinine reagent lot number was 630928.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A root cause could not be identified with the information provided for investigation. Based upon information provided, between day precision of quality controls with the assay as well as other assays is acceptable. An instrument issue can be excluded. The field application specialist visited the site and noted the customer might have had some incidents with oil on top of the sample, but this could not be confirmed. No adverse events were reported.